Event description:
It was reported that the patient's foley catheter balloon deflated overnight- foley was exchanged and balloon deflated again. At change of shift foley was intact and collecting urine to drainage bag. There was blood at penile opening during bed bath. Physician informed that patient has additional blood during operation theatre consult. At afternoon assessment, while collecting urine sample, foley catheter was repositioned by primary registered nurses and it comes out of penis without any resistance. Balloon was completely deflated and the physician informed that the orders to place coude foley catheter. Placed without difficulty large clot passes into tubing and collection bag. Doctor contacted again and registered nurse suggests urology consultation. Foley catheter and balloon appear intact. Upon inspection of the removed balloon with inflation of balloon with 10cc normal saline the balloon was observed to have a small hole, and normal saline was spraying out the side of the balloon. Foley complain but it may be from a stent in the bladder that caused the foley to break. It looks like the patient chart shows 16 fr catheters were used. It may had been the coude kit but yes, they are all bard kits that was all they had stocked on 6th floor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: f, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's foley catheter balloon deflated overnight foley was exchanged and balloon deflated again. At change of shift foley was intact and collecting urine to drainage bag. There was blood at penile opening during bed bath. Physician informed that patient has additional blood during operation theatre consult. At afternoon assessment, while collecting urine sample, foley catheter was repositioned by primary registered nurses and it comes out of penis without any resistance. Balloon was completely deflated and the physician informed that the orders to place coude foley catheter. Placed without difficulty large clot passes into tubing and collection bag. Doctor contacted again and registered nurse suggests urology consultation. Foley catheter and balloon appear intact. Upon inspection of the removed balloon with inflation of balloon with 10cc normal saline the balloon was observed to have a small hole, and normal saline was spraying out the side of the balloon. Foley complain but it may be from a stent in the bladder that caused the foley to break. It looks like the patient chart shows 16 fr catheters were used. It may had been the coude kit but yes, they are all bard kits that was all they had stocked on 6th floor.